Manufacturer narrative:
The device was not returned to the MFR for an investigation.

Event description:
It was reported that after a total knee procedure the wound drain broke off in the pt while it was being removed. The following day an x-ray was taken of the pt's knee. The surgeon was then able to move the knee around and pull the tubing out without having to open the pt up and complete a second procedure.